Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic representative reported via phone call that the customer's insulin pump was not working. Customer¿s blood glucose level was unknown. Customer stated that they had tried everything. The device will not be returned for analysis.